Event description:
Based on the complaint description, the pt had no calcification, tortuosity or scarring but was obese. The physician accessed the right groin using needle then 0.018 guidewire (gm) then device was inserted over gm. The 1st mark was achieved, heel deployed and while holding tension the plunger was deployed and 2nd mark was confirmed but not prominent. A 0.018 gm removed from rx segment and inserted into plunger port where resistance was felt. Fluoro revealed distal tip of gw coiled just distal to device and unable to advance. Gw was removed and device was repositioned and gw inserted again, but resistance felt again and fluoro showed ge coiled up distal to device. Device was removed and manual compression held for 15 minutes. Physician accessed on left side and procedure performed. At end of procedure physician checked right groin site and confirmed it was soft without issue. Pt complained of right hip pain and appeared to have basovagal response. Manual compression applied by multiple people for estimated time of 40 min before femostop was applied. Hemoglobin had dropped and hematoma was noted then pt transferred to ICU. Femostop was not staying in place. Angiomax was discontinued post procedure. Pt was stable in ICU from friday to sunday then sent to surgery on sunday ((B)(6) 2015) evening. Surgeon reported a hole on the anterior aspect of the external iliac was found and repaired. Pt recovered and was discharged on (B)(6) 2015. Concomitant products: prior to procedure heparin and angiomax prior to intervention.

Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. A review of the DHR was performed for the device lot and no ncmrs have been initiated that are related to this failure mode. Complaint history for this lot was reviewed. This is the 2nd reported failure to insert guidewire after 2nd mark and first dissection. Additionally, review of the previously investigated complaint associated with this lot indicates no lot-specific issue. The axera access system in instructions for use. Was reviewed. Based on available info, there is no indication that the IFU was not followed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warning, and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. Based on the analysis completed, the probable root cause of the dissection, based on available info, is unk as it cannot be definitively determined.